Manufacturer narrative:
Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and two right ventricular (rv) leads due to needing an upgrade to a bi-ventricular system. The patient was noted to have a persistent left svc (congenital anomaly). One of the rv leads was lumenless, and was easily removed with simple traction alone. Then, spectranetics lld ez lead locking devices (lld ezs) were inserted into the remaining rv and ra leads to provide traction. Beginning with a spectranetics 16f glidelight laser sheath on the rv lead, advancement was made to the mid superior vena cava (svc) region, where progress stalled due to significant lead on lead binding. Next, using the same glidelight on the ra lead, progress was made to the svc/ra junction. However, the lead would not come free. Prior to switching devices to further advance in extraction attempts, the glidelight was used as an access to place three guide wires, to prepare for new lead implantation. When placing the third guide wire, it appeared the wire was tracking extravascular, and the glidelight was pulled back into the high svc region. At that time, the patient's blood pressure dropped and a hemothorax was noted via fluoroscopy. Rescue efforts began immediately, including rescue balloon, CPR, and sternotomy. A small, posterior svc perforation was discovered and repaired. Due to the injury, it was determined that lead extraction would not continue. No attempts were made to unlock the lld ezs from the leads, and the ra lead/lld (MDR #3007284006-2024-00098) and the rv lead/lld (MDR #3007284006-2024-00099) were cut and capped and remained in the patient. An epicardial lead system was placed, and the patient survived the procedure. This report captures the 16f glidelight in use when the perforation occurred, requiring intervention. There was no alleged malfunction of any spectranetics devices in use during the procedure.